Event description:
A company representative reported that a procedure was not able to be completed as planned due to residue found in the shafts of two es2 polyaxial screwdrivers. The patient was closed and prescribed antibiotics to treat any potential infection. The patient will be rescheduled for a future surgery. This report is for the second of two es2 polyaxial screwdrivers.

Manufacturer narrative:
H3 other text : device location unknown.

Event description:
A company representative reported that a procedure was not able to be completed as planned due to residue found in the shafts of two es2 polyaxial screwdrivers. The patient was closed and prescribed antibiotics to treat any potential infection. The patient will be rescheduled for a future surgery. This report is for the second of two es2 polyaxial screwdrivers.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.